Event description:
A customer reported the reflux did not work before a procedure. There was no patient involvement. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The footswitch cable was replaced as a preventive measure. The footswitch was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 29, 2006. Based on qa assessment, the product met specifications at the time of release. The cable was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was not evaluated as the company representative was unable to replicate the reported event and replaced the returned sample as a preventive measure. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).